Event description:
It was reported via repair work order that the base frame inner tube weldment legs are broken and the black leg sections in the weldment were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the base would not retract due to broken base frame inner tube weldment legs, bent leg sections in the weldment, broken half shell bearings, and cracked flange bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during the investigation that the base would not retract due to broken base frame inner tube weldment legs, bent leg sections in the weldment, broken half shell bearings, and cracked flange bearings.